Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Review of the event history log (ehl) showed motor locked. A functional test was performed and the reported issue was duplicated. It was determined that the cause was due to the gear motor. As a result, the gear motor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a motor alarm. It was unknown if there were any adverse patient effects.

Manufacturer narrative:
Additional information was received, there was known patient involvement and unknown patient harmed.